Event description:
ECG machine and cart were newly installed in july 2005. In sept 2005, a caster (wheel) fell off cart base due to stripped out threads in the base. Three new bases were ordered (for our 3 carts) and installed in sept 2005.in oct, 2005, a wheel feel off the same of the 3 carts when the wheel's threaded bolt snapped in two. This does present a hazard for the user or any other person in the area as the cart tips over.